Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (470 mg/dl). Reportedly, the customer ate a significant amount of food before delivering a bolus to compensate for the amount of food consumed. Reportedly, elevated bg's were not due to the pump or supplies. Customer delivered a bolus to stabilize blood glucose levels. In addition, it was reported that the pump recommended a larger bolus than expected. During troubleshooting with tandem technical support, it was determined that the customer incorrectly set their correction factor. Customer did not deliver the bolus. Customer declined further troubleshooting.